Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation: interventional procedures equipment spec. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a lower extremity angiogram, a micropuncture transitionless access set's wire "broke". Access was obtained in the femoral artery, using ultrasound guidance, and blood return was noted prior to advancement of the wire. The access site was scarred and calcified. Resistance was not encountered upon insertion or removal of the wire or any device component. The user pulled the wire backwards through the needle, at which point the wire broke upon removal. A new micropuncture device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Summary of event: as reported, during a lower extremity angiogram, a micropuncture transitionless access set's wire "broke". Access was obtained in the femoral artery, using ultrasound guidance, and blood return was noted prior to advancement of the wire. The access site was scarred and calcified. Resistance was not encountered upon insertion or removal of the wire or any device component. The user pulled the wire backwards through the needle, at which point the wire broke upon removal. A new micropuncture device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), documentation, drawing, instructions for use (IFU), manufacturing instructions, specifications, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through the needle tip may result in breakage.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that unintended user error and the patient¿s anatomy likely contributed to this event. The access site was scarred and calcified, and the user pulled the wire backwards through the needle. The IFU states ¿do not withdraw the wire guide through the introducer needle; breakage may result. If the wire guide tip must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit.¿ the risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.